Event description:
Upon inspection of a new pump, they noticed the gauge was not registering.

Manufacturer narrative:
Technical evaluation: initial testing showed that the blocked inlet vacuum pressure was only -5/6inhg. The needle valve was all the way counterclockwise or open. Tightening up the needle valve by rotating it clockwise, the blocked pressure reading rises to -23.2inhg, well within the -20 to -25inhg specification. Conclusions: the incident is confirmed as reported in the condition returned. Adjusting the bleed valve according to the IFU allows the unit to be brought within normal operating specifications. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.